Event description:
Received notification alleging "pt shocked during treatment, possible injury". No serious injury reported as a result of events. Notification of event was received from law office representing the clinic where device was utilized.